Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had been experiencing increasing heart failure symptoms since pump exchange in (B)(6) 2017. On (B)(6) 2018 the patient had a palpable pulse and lactate dehydrogenase (ldh) of 764 u/l which was up from 303 u/l on (B)(6) 2018. An echocardiogram (echo) showed significant aortic insufficiency, and abnormal flow through the device. No additional information was provided.